Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer stated that they had already replaced the air compressor from their local stock and that the unit is now operational. The internal air compressor requires replacement under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator displayed a loss of air alarm on the screen during pre-use check. The customer confirmed that there was no patient associated with the reported event.